Event description:
The account states hemoglobin and hematocrit values are not matching on the cell-dyn 1800 analyzer. A patient specimen generated a hgb result of 9.0 g/d/l and a hct result of 29.6% the specimen was retested with the following results: hgb 7.8 g/dl, hct 25.3%; hgb 13.2 g/dl, hct 41.6% the account stated the low, normal and high controls were within range. The patient specimen was not sent out for further testing.